Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a non-recoverable fault 32209 appeared. Customer performed a power cycle of the system, however the issue persisted. Onsite was disconnected. Technical support engineer (tse) advised customer to see pop-up event logs. Customer confirmed that there recoverable fault 317 was recorded. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board- printed circuit assembly (avp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was visually inspected and no damage related to the reported event was observed. The unit was tested in-house where it programmed successfully and functioned as expected. No root cause could be attributed to this issue.